Manufacturer narrative:
Additional concomitant medical products: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced lightheadedness and was presyncope. Oversensing and intermittent capture were noted on the right ventricular (rv) lead and a pacing problem and failure to capture were noted on the implantable pulse generator (ipg). Reprogramming was performed and the rv lead was capped and replaced. During the procedure no capture was still noted, the patient experienced bradycardia and their heart rate was asystole. The ipg was then explanted and replaced. No further patient complications have been reported as a result of this event.